Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During the procedure, they were unable to visualize the versacross wire initially upon extending the wire outside of the farawave. It was troubleshooted the connections and everything was properly connected. The procedure was completed successfully by using different device, same model. No patient complication was reported.